Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the nurse attempted to connect the summit universal broach handle to the tri-lock rasp, but it was too hard and could not be connected. The surgery was completed successfully without any surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that on oct 18, 2023, the patient underwent surgery via tha for oa for the left hip joint. When the nurse checked the connecting of the product in question before the surgery, the nurse attempted to connect the product in question to the tri-lock rasp, but it was too hard and could not be connected. It may have been possible to connect the product in question to the tri-lock rasp if forced to do so, but the nurse did not perform this further due to concerns that doing so would make it impossible to remove the tri-lock rasp. Because two of the same products had been shipped, that product in question was not used and the surgery was performed using the other product. So, the surgery was not affected. The surgeon asked for an answer as to whether our company performed proper connection verification and quality control before shipping. The surgery was completed successfully without any surgical delay. No further information is available. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that summit universal broach handle presents an overall worn condition consistent with normal and repetitive use over period of time. An interactional test was performed, mating device (tri-lock bps broach sz (B)(6) ) was used to perform the test. And the result was that the locking mechanism was moving freely with no tension, hence the complaint condition can be confirmed. The complaint condition was able to be replicated. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the summit universal broach handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.